Event description:
According to the customer, on (B)(6) 2025 the circuit wire from the "bubble CPAP inspiratory limb, burned through at the point of insertion into heater wire".

Manufacturer narrative:
According to the customer, on (B)(6) 2025 the circuit wire from the "bubble CPAP inspiratory limb, burned through at the point of insertion into heater wire". The customer reported they are "unsure" if the failure was due to the "humidifier or the circuit". The customer did not report any patient impact. The customer did not report any serious injury, medical intervention, or follow up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.